Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter and the physician considers the amount of char observed caused a potential risk to this patient and estimates the risk to be increased. After the procedure, the physician noticed that charring was visible above the tip of the catheter. The settings are known from previous complaints. No consequence for the patient. The procedure was not delayed due to the reported event. The procedure was successfully completed. Additional information was received on 12-aug-2024. The physician considers the amount of char observed caused a potential risk to this patient. The physician estimates the risk to be increased. The physician does not consider the char was excessive. The system did not present any error message nor did the physician / user see any product problem. No issues related to temperature nor flow on the catheter. The correct catheter settings were selected on the generator. Generator parameters were qmode+, 90w, temperature target 55°c, and temperature cut off 65°c. The duration of ablation used was not greater than 60 seconds, qmode+ - 4s. The pre-ablation high setting was 2s. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The irrigation rate was not used outside of those prescribed. The patient was anticoagulated. Heparinized normal saline was used. The act >300. Maintained throughout every case. Additional information was received on 19-aug-2024. The patient did not exhibit any neurological symptoms since the procedure was completed. This char issue was originally considered non-reportable, however, bwi became aware that the physician considers the amount of char observed caused a potential risk to this patient and estimates the risk to be increased on 12-aug-2024 and have reassessed the event as reportable. The awareness date for this record is 12-aug-2024.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter. After the procedure, the physician noticed that charring was visible above the tip of the catheter. No consequence for the patient. The procedure was not delayed due to the reported event. The procedure was successfully completed. Additional information was received. The physician considers the amount of char observed caused a potential risk to this patient. The physician estimates the risk to be increased. The physician does not consider the char was excessive. The patient did not exhibit any neurological symptoms since the procedure was completed. The device evaluation was completed on 27-dec-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus or clot residues was observed located at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregular through the irrigation holes. Afterwards, a microscopic inspection to the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excess of heat could be generated at the dome surface; which could cause an increase of the temperature and the presence of char, thrombus or clot residues in this area. A sem test was performed to identify the foreign material inside the irrigation hole and it was identified that the occlusion is composed of an organic material, presumably blood and inorganic material. Due to this condition further investigation was conducted to review this failure mode. The investigation concluded that the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char / thrombus issue reported by the customer was confirmed. The potential cause of the occlusion is traced to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An internal corrective action is being followed to reduce this failure mode. Explanation of codes: -investigation findings: contamination of environment by device (c1503) / investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿char¿ issue. In addition, biosense webster inc. Analysis finding of the ¿char residue¿. -investigation findings: problem due to thrombosis activation (c010604)/ investigation conclusions: cause traced to manufacturing (d03) / component code: electrode (g0201501) and dome (g04046) were selected as related to the customer¿s reported ¿the physician considers the amount of char observed caused a potential risk to this patient and estimates the risk to be increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿thrombus or clot residues¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿the physician considers the amount of char observed caused a potential risk to this patient and estimates the risk to be increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process related¿. -investigation findings: operational problem identified (c13) / investigation conclusions: cause traced to manufacturing (d03) / component code: dome (g04046) were selected as related to the customer¿s reported ¿the physician considers the amount of char observed caused a potential risk to this patient and estimates the risk to be increased¿ issue. In addition, biosense webster inc. Analysis finding of the ¿irrigation holes were observed occluded¿. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).